Event description:
It was reported that a black line was found on the disconnected cap of a uv flash set during use. There was patient involvement but no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number 13a15h70 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received and evaluated. The reported condition of a black line was confirmed during the visual inspection of the disconnect cap; it was determined that there was particulate matter on the disconnect caps that could have contributed to the reported issue. The disconnect caps were provided by a supplier, which has been notified of this issue. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.